Event description:
An optometrist reported patient with corneal abrasion which according to reporter looked "almost looked as part of flap was gone (sloughed off), 10-11 o'clock of the right eye at one day lasik post-operative visit. At visit patient complained of foreign body sensation. At three day post-operative visit reporter indicated inflammatory cells were evident under flap and patient's topical steroids were increased and patient was prescribed corticosteroids which resolved the reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).